Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer delivered too many boluses that caused the customer's blood glucose (bg) to decrease to 49 mg/dl. Bg was addressed with the customer drinking carbs and consuming juice.